Manufacturer narrative:
Corrections in d4: UDI number. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation product was not returned, however a photo was provided which shows the fractured hook. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review per DHR review, the part was likely conforming when it left zimvie control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the hook broke off the tip of an implant inserter while installing the implant intra-operatively. The hook was retrieved from the patient and there were no patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the hook broke off the tip of an implant inserter while installing the implant intra-operatively. The hook was retrieved from the patient and there were no patient impacts.

Event description:
It was reported that the hook broke off the tip of an implant inserter while installing the implant intra-operatively. The hook was retrieved from the patient and there were no patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Device evaluation: visual inspection of the returned device found it's tip has fractured off. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the hook broke off the tip of an implant inserter while installing the implant intra-operatively. The hook was retrieved from the patient and there were no patient impacts.